Manufacturer narrative:
(B)(4).a batch review was conducted for potentially associated lot numbers h12h29081 and h12g27137 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted. This is report 1 of 5 involved in this peritonitis event.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of peritonitis and a heart attack in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). On an unreported date, dianeal therapy was withdrawn. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient experienced peritonitis. On (B)(6) 2012, the patient was hospitalized for the event. The cause of the peritonitis was unknown. On an unreported date, during hospitalization, the patient also experienced a heart attack. Treatment was not reported. At the time of this report the patient was recovering from the peritonitis. The outcome for the event of the heart attack was unknown. An opinion of causality was not reported for the event of peritonitis. On contact, the nurse declined to provide any information.